Manufacturer narrative:
Pump received with stripped battery cap coin slot. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that battery cap was stripped and could not be removed. Customer attempted to remove battery cap with a quarter and flat head screw driver and was unsuccessful. Customer's blood glucose was 420 mg/dl. Customer was advised that insulin pump would need to be replaced.